Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) turned off by itself a couple times, first some time in the winter and then yesterday. When the device turned off the patient (pt) had no control and pt was really shaky and not right, per the caller. They checked the ipg with their external equipment and ipg was off.  Agent reviewed typically if the device is depleted the patient would not be able to turn stim back on until they charge the implant; caller did not have to charge the device before they turned it back on.  During call with agent, caller was able to connect to the ipg which was on and the battery level was at 100%. Caller said they usually charge once a week. The patient was redirected to their healthcare provider to further address the issue. A manufacturer representative called the agent later with the patient and their representative were on the other line to inquire what an exclamation mark inside a triangle in the top left of the handset could mean. They were uncertain if they ever saw the symbol flashing. Agent instructed them to press orange check mark button, which patient did, then said their battery charge said "ok" and showed to be about 75%. They also said the symbol went away. Both confirmed instance of therapy randomly turning off 2 separate times. The confirmed patient had not experienced a previous fall or emi exposure.  Previously reported information about therapy randomly turning off was provided again. They confirmed weekly charging and noted that it takes longer to charge now that it did before. They said if it the battery was 75% charged, it would take about 3-4 hours for it to charge 25%. They went on to say that the "dyskinesia' was "pretty bad," but has now gotten worse and that they were just at the doctor's office 2 days ago, but didn't get helpful assistance. During follow up to obtain additional information, the manufacturer representative (rep) that the cause of the reported issue was due to patient error. The issue was resolved with patient education.